Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) of a lesion in the left superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atmospheres(atm). There was no patient injury and another balloon was used to complete the procedure. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 90%. A contralateral approach was made from the right femoral artery with a guiding sheath. After a stent was placed in the target lesion, post -dilatation was conducted with a powerflex pro. However, it ruptured at 10atm during its initial dilatation. Therefore it was removed from the patient and another new balloon (sleek, cordis) was used instead. The procedure was finished successfully. There was no reported patient injury. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally. The brand of contrast is unknown but the contrast to saline ratio was 50:50. An everest inflation device was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend and did not kink while being used. It was easily removed from the vessel and from the other devices. It was intact when removed from the patient. The product was not returned for analysis. A device history review (DHR) of lot 15808765 revealed no anomalies or non-conformances that can be associated with the reported complaint. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of mild calcification, heavy tortuosity and a rate of stenosis of 90% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information was received. The initial reporter's name is (B)(6). Contact information is unknown. There was no difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). The brand of contrast is unknown but the contrast to saline ratio was 50:50. An everest inflation device was used and the same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and no resistance/friction while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel and there was no difficulty crossing the lesion. The catheter was never in an acute bend and did not kink while being used. It was easily removed from the vessel and from the other devices. It was intact when removed from the patient. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt. Actual reporter information is not available at this time.

Event description:
During pta of a lesion in the left superficial femoral artery, a powerflex pro balloon catheter ruptured at 10 atm. Another balloon was used to complete the procedure and there was no patient injury. The lesion was mildly calcified and heavily tortuous. The rate of stenosis was 90%. A contralateral approach was made from the right femoral artery with a guiding sheath (destination, terumo). After a stent was placed in the target lesion, post ¿dilatation was conducted with a powerflex pro. However, it ruptured at 10atm during its initial dilatation. Therefore, it was removed from the patient and another new balloon (sleek, cordis) was used instead. The procedure was finished successfully. There was no reported patient injury. The product will not be returned for analysis.